Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 149 mmol/l. A second patient sample was drawn and the initial result was 138 mmol/l. The difference in results between the two samples prompted the customer to repeat the first sample. The first sample was repeated and the result was 138 mmol/l.

Manufacturer narrative:
The field service engineer (fse) performed a hot water wash and replaced the sodium and reference electrodes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.